Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported scar tissue was present at the patient's lead. As a result, the patient underwent surgical intervention on (B)(6) 2022. During the procedure, hematoma was resolved, and lead was explanted. Surgical intervention addressed the issue.

Manufacturer narrative:
It was reported to abbott that the patient had their system explanted due to an epidural hematoma. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.